Event description:
Tubing would not securely attach to the insufflator console. New tubing was opened and worked perfectly. Product had patient contact but no patient harm. Product is available for return to manufacturer. Manufacturer response: for insufflation tubing, (brand not provided) (per site reporter). Emailed rep - product to be returned to the manufacturer.